Event description:
The hcp reported that the isomed pump was replaced after an implant duration of 24 months. The pump was explanted due to "damage to septum". The drug was leaking "from the septum directly into the patient". The expected residual volumes at refill have not been consistent with the actual residual volume. The patient was receiving morphine via the drug delivery system. It is believed that the hcp was not using non-coring needles. The final patient outcome was not reported.

Event description:
The hcp reported that on 4/18/2005 the pump was refilled with 30 mls of saline with a huber needle, and it did not leak. Half an hour later the pump was emptied and refilled with 10 mls of contrast and the hcp sent her to x-ray which showed extravasation. The patient was admitted to the hospital as the hcp did not want to refill with a narcotic unless she was an inpatient. The hcp filled the pump with 60 mls of her usual pethidine marcain mixture. Following this refill there was some small leakage from the needle puncture, which had not been seen previously. The hcp was called back an hour later because of massive swelling around the pump. He was only able to aspirate 9 mls which meant 51 mls had "escaped". He seemed to be able to express most of this out throught he needle puncture site; she did not require any narcan overnight. The explant date was reported to be 2005.